Event description:
.

Manufacturer narrative:
Product has not been returned to sorin group USA for eval. Upon receipt, a follow-up report will be filed with the analysis. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. A follow-up report will be filed once a corrective/removal reporting number is assigned by the FDA district office.